Event description:
It was reported that the stent (subject device) was used in the medical procedure. However, once tip of the stent was deployed resistance was encountered and further deployment could not be continued. The subject device was replaced along with the microcatheter, and the procedure was reported to be completed successfully. No clinical consequences were reported to the patient.